Event description:
It was reported that a user of the ilet experienced prolonged hyperglycemia with cgm and meter readings in the 200s for several hours despite a full supply change and no identifiable infusion set, cartridge, connector, air bubble, leak, or temperature issues; the user later disclosed performing a factory reset and administering external insulin injections while remaining connected to the pump. Symptoms included hyperglycemia without other reported symptoms. Outcomes included no health consequences initially, followed by unexpected medication intervention due to external insulin injections; there was no hospitalization or serious injury. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem found and identified a usage problem related to improper or incorrect procedure, namely self-injecting while connected and interfering with pump adaptation post¿factory reset; no specific device component was implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user was educated on avoiding insulin stacking by disconnecting after external injections and on allowing time for pump relearning after a factory reset.